Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that their device is no longer working. The customer states they went to the beach and got the device wet, along with some sand on it. The customer's blood glucose level at the time of incident was unknown. The customer states the device will not come on. Troubleshoot was conducted. The customer was advised to discontinue use of the device, and that it will need to be replaced and returned for analysis.